Event description:
It was reported that the pt experienced a decrease in medical effectiveness. The battery was determined to be depleted. A rotor study was performed which revealed incomplete turn of the rotor. A catheter dye study revealed that the catheter was within normal limits. The patient's pump was replaced. The pt recovered without sequela. The patient's pump contained bupivacaine (3 mg/ml) and morphine (15 mg/ml).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.